Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced a device pocket infection with vegetation on the associated leads. The implantable cardioverter defibrillator (ICD)'s stem was explanted. No further patient complications have been reported as a result of this event.